Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with chest pain and ventricular tachycardia with suspicion for suction events. The patient's log files were sent for review and showed 122 pulsatility index (pi) events and some low flow events on (B)(6) 2022. There were no unusual events found in the log files. The ventricular assist device (vad) speed was reduced. The patient had a history of arrhythmia prior to implant. The arrhythmia was thought to possibly be device related. The arrhythmia resolved with supportive care.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events of cardiac arrhythmia and chest pain, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively be determined through this evaluation. Additionally, review of the submitted log files confirmed multiple pi (pulsatility index) events and a transient low flow hazard alarm; however, a specific cause for these findings could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2022. Multiple pi events and one transient low flow hazard alarm were captured. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), c, and the heartmate 3 lvas patient handbook, , rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of all pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. This section also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 of the IFU, "patient care and management", explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also lists arrhythmia as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.